Event description:
It was reported that capture thresholds had risen in the device. The patient got into a car accident on (B)(6) 2015. Since that time rv threshold has risen from 1.5v @ 0.5ms to 2.5v @ 0.5ms, and lv threshold has risen from 0.5v to 4v. The clinician was also unable to run an hvlic in clinic. Since the car accident, vli measurements have been inconsistent. There was an out of clinic measurement stored on (B)(6), but in the 7 day trend, the only measurement taken was on that day. The rv lead has only one coil, and the clinician is attempting to do an hvli for the rv to can vector. Pli is stable and measuring regularly. There has been no stored episodes of noise on the rv lead. Technical services suggested that there may be a dislodgement or damage to the leads or device from the car accident. They suggested performing pocket manipulation and isometrics to try to produce noise in clinic. They also suggested imaging the lead to check for damage. The clinician will discuss the suggestions with the physician.